Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous left anterior descending (lad) artery. After pre-dilatation with a 1.5mm unk coronary balloon, the 2.5x12mm taxus liberte drug-eluting stent delivery system (sds) was advanced but unable to cross the lesion. The device was successfully removed, however, there was a kink in the proximal shaft and device broke into two pieces outside the pt. The procedure was completed and the lesion was stented with a non-bsc device. There were no pt complications and the pt's current condition is listed with "no problems".

Manufacturer narrative:
.